Event description:
The customer reported that a continuous ampicillin infusion (12grams/500ml) ordered to be infused at a rate of 21ml/hr was discovered empty after 2 hours. The customer reported no known patient harm and the patient received the next scheduled dose on time. The customer suspects a programming error versus device malfunction, and refused a device and/or event log investigation.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.